Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Event description:
Patient's mother reported patient uses the infusion device since (B)(6) 2012 and that the infusion set cannula of the infusion device exits the subcutaneous and there is leakage of insulin. Mother stated patient is also currently experiencing bleeding. Mother reported patient experienced hyperglycemia; no blood glucose values were provided. Treatment received was not provided. Submitted request for assistance. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint describing a leak on the head set cannot be verified, the head set meets product specifications. Result consumables: no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Pump: as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed the problem mentioned by the customer could not be reproduced. Device was not returned.